Event description:
A hospital representative reported that they experienced a cannula coming loose from the trocar. There was no harm to the patient. This is the third of four reports.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).